Manufacturer narrative:
The pt remains ongoing with the implanted device. The user facility report #(B)(4) was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was having power elevations. A (B)(4) study was performed in clinic and av was still opening at 10,000 rpm and pt has 3+al. The pt was asymptomatic, but was having worsening aortic valve insufficiency.